Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that as the angio-seal device was being pulled into position, the suture snapped proximally. The doctor was able to grasp the broken end of the suture and complete the tampering down of the angio-seal without a problem. There was no harm to the patient. Additional information was received 01oct2019. They used a 6fr sheath and the usual guide catheters, wires, etc., all routine products. The procedure performed prior to the angio-seal device use was a percutaneous coronary intervention (pci). The patient's condition was stable. The suture breakage happened at the top of the suture and they were able to complete the deployment without problems. Additional information was received on 14oct2019. A pre-deployment angiogram was performed. Hemostasis was achieved with the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6f angio-seal vip was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The locator and detached suture were returned as well. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath. The deployment sleeve was in full rear lock position with color bands fully exposed. No anchor and collagen were found attached to the suture. Both clear and black shrink marker was properly adhered to the suture. The suture was detached completely from the device, as received and upon microscopic inspection of the ends. It was noted that one end was cut as if with a blade and the other end was frayed. No other visual anomalies were noted. The device was disassembled, and no suture was observed within the spool. It was confirmed that the suture had unspooled freely from the frame. No damage or deformation was noted on the tensioner cap. The device was received by tpr for investigation; per tpr investigation: the inspection method was verified, and a line clearance is executed at the end and the beginning of each batch. There is color coding present for suture label to differentiate between sts+ and vip sutures to prevent mix-ups. In addition, the suture knot test is executed to identify any possible mix-up from the supplier. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.